Event description:
Patient reported capsular contracture ii-iii, silicone bleeding, swollen lymph node, itchiness, pain when sleeping on the side, stabbing pain in the right breast. Additionally patient reported following symptoms: panic attacks, weight loss / gain, stuffy nose, inflammation of the stomach lining, stomach problems, weak immune system, herpes in right eye, yellowing of the eyeballs, tingling, heaviness and feeling of pressure in hands and feet. The device has been explanted. This record relates to the right side.

Event description:
Patient reported capsular contracture ii-iii, silicone bleeding, swollen lymph node, itchiness, pain when sleeping on the side, stabbing pain in the right breast. Patient also reported following non-device related symptoms: panic attacks, weight loss / gain, stuffy nose, inflammation of the stomach lining, stomach problems, weak immune system, herpes in right eye, yellowing of the eyeballs, tingling, heaviness and feeling of pressure in hands and feet. Physician later confirmed rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified: yellow particles on the surface of the shell, deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event."

Manufacturer narrative:
The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, lymphadenopathy, capsular contracture ii-iii.

Event description:
Patient reported capsular contracture ii-iii, silicone bleeding, swollen lymph node, itchiness, pain when sleeping on the side, stabbing pain in the right breast. Additionally patient reported following symptoms: panic attacks, weight loss / gain, stuffy nose, inflammation of the stomach lining, stomach problems, weak immune system, herpes in right eye, yellowing of the eyeballs, tingling, heaviness and feeling of pressure in hands and feet. The device has been explanted. This record relates to the right side.